Manufacturer narrative:
Device available for evaluation, yes. Returned to manufacturer on, (B)(6) 2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The iol was received inside the lens case. The lens was observed with one haptic positioned but bent and cut and the other detached and missing. The optic edge was observed cut. The complaint was verified however due the condition of the lens received the cause of the complaint is undetermined. A product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while attempting to insert an ar40e, 13.0 diopter intraocular lens (iol) into the patient¿s right eye, it was noted to have a bent/broken haptic. There was patient contact however the iol did not remain implanted. The incision was enlarged, and the damaged iol was removed from the eye. The patient recovered, and the outcome does not interfere with the patient¿s daily life. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.